Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture during the pre-discharge evaluation. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.